Event description:
I had sling put in 2008 after a hysterectomy. I had swelling that occurred after the surgery in which the original surgeon would not help alleviate. I had constant urinary tract infections in which I had to take antibiotics since the same day to present. I have had several tests and procedures since the implant. I could not sit down straight, due to extreme pain in the urethra area. If I moved the wrong way I felt like something was pulling on my lower area. I was losing urine while just sitting. During the hysterectomy, the surgeon cut my bladder. He repaired bladder and installed the mesh. I should have been warned about the side effects of this mesh. I was not given notice of the letter that went out three days before my surgery. I was unaware that this could not just be removed without complications. I have since had this removed by a urologist and am currently in the process of recovering from procedures. Dates of use: 2008 - 2009.